Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager experienced multiple failures. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager experienced multiple failures. A field service engineer adjusted the hasp alignment, replaced the micro switches within the latch assembly, and restarted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.